Manufacturer narrative:
(B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for bent npe, broken npe, glucose level & difficult/unable to operate on lot # 9283654. A review of risk management document 149rmn-0004-01 revision 19, indicates that the potential risk of this specific reported incident (pen needle, bent npe, broken npe, glucose level, difficult/unable to operate)( was captured and addressed a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that pen needle looked broken and bent at non patient end, sugar went up 70 points and consumer believes he did not received his dosage. The returned pen needle was examined and no bent or broken non patient end of the cannula was observed. Also, the sample was tested and was able to expel properly without any observed defects. Root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the cannula broke and full dose of insulin was not delivered and hyperglycemia occurred during use with a bd ultra fine¿ pen needles. Patient administered additional dose of insulin. The following information was provided by the initial reporter: it was reported that pen needle looked broken and bent at non patient end. Sugar went up 70 points and consumer believes he did not received his dosage. Consumer gave himself a second injection.